Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
The patient underwent implantation on (B)(6) 2025. Postoperatively, a granulomatous reaction developed at the lateral aspect of the incision site, which persisted despite a course of oral keflex administered from (B)(6) 2025. Due to lack of resolution, surgical exploration and debridement were performed on (B)(6) 2025. Intraoperatively, the electrode, burr hole, and titanium dog bone plate were not visualized, as they were located posterior and medial to the affected area. Pathologic evaluation confirmed chronic granulomatous inflammation. The incision subsequently healed well and remained unremarkable until (B)(6) 2025, when localized inflammation recurred at the same site. The patient has since been managed with topical corticosteroids and a wound care regimen; however, the condition has not resolved.